Event description:
The customer contact reported unrestricted flow. At an unspecified time, the device was programmed in the piggyback mode to deliver magnesium 2mg/50ml, at a rate of 50ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted unrestricted flow. The delivery was stopped, the tubing set replaced, and therapy resumed. After an unspecified length of time, the nurse again noted unrestricted flow. The device and tubing set were removed from clinical service. Therapy was resumed using a replacement device and tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.